Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to log in due to an "employee not active" message. A technical support specialist (tss) remotely accessed the station and requested the user to attempt login again to reproduce the issue, confirming that the "employee not active" error was displayed. The tss reviewed the user account details in the system and identified that the employee access expiration date had passed. The tss informed the user that reactivation of access would require coordination with appropriate internal or pharmacy personnel. The tss confirmed that the user arranged for alternative support to access medications and that no further system intervention was required. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user was unable to log in due to an "employee not active" message. However, there were no delays or adverse events or injuries reported based on this event.